Event description:
It was reported that the customer had an unspecified cartridge issue. The caller's blood glucose level was indicated as high, but a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and changed the cartridge, successfully resolving the issue without the need for further assistance.